Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. An entire construct consisting of a cr femur, 1x9 cr insert, universal tibial baseplate with augment, stem, and an a29 asymmetric patella were implanted. Update as per sales rep: this patient was revised due to a fail pkr. There was some definite loosening of both components, as well as subsidence of the tibial baseplate. This construct was put together to restore the joint line, provide proper stability, and symmetric gaps.